Manufacturer narrative:
One cardiomems patient electronic system and was received for evaluation along with associated power accessories. Visual inspection verified the power supply cable was frayed and wires were exposed. A standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming exposed and frayed wires of the power supply.